Event description:
It has been reported that the device would not power on.

Manufacturer narrative:
Updated adverse event to serious injury/product problem.

Manufacturer narrative:
Updated adverse event to product problem, device problem code grid.

Event description:
It has been reported that the device would not power on.